Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated they had been having problems with charging their implant for a few months, maybe more, confirmed this year. Patient said when trying to charge, they would get to looking for device, then no device found, and then would go to try again or recharge. Patient said they would reset controller, but when they would enter passive recharge mode, it would only allow them to get for a few minutes then charging would stop and they'd have to start over. Patient said they'd been having to do that little by little to get the implant charged enough. Patient also said where the recharger paddle meets the cord would get really hot. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3 device evaluation: analysis found that the recharger was scrapped due to the recharge antenna failure of the no device found message. D9 and h3 refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.